Event description:
Reporter indicated that patient has been complaining of pain. Physician suspects that there is a lead problem occurring. It was reported that physician is undecided whether to turn off the device or perhaps let the battery expire to determine if the patient still complains of pain. Patient has not had significant response to the therapy as of current time.